Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that a coil and a catheter were returned and the catheter was cut in order to remove the coil from it. The coil was inspected and was found severely stretched and separated in two pieces. Both pieces were returned. Microscopic inspection observed that the interlocking arm of the coil was inspected and was found kinked. However, the coil zap was not inspected since it was not found in the device. Dimensional inspection of the outer diameter (od) of the zap tip was not measured since the zap tip was not return with the device. Od of the primary coil was not measured due to the coil stretch and the number of fiber bundles were lacking 10. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was located in the internal iliac artery and the coil was separated on the distal side of the interlocking arm. Flush was performed when inserting the coil. After the coil became stuck in the microcatheter, an attempt was made to remove the coil with the microcatheter. However; the distal tip of the coil was already inserted in the lesion and was stuck on the deployed coil. The coil was continuously pulled and then it was separated. The separated part was deployed in the lesion by pushing it with the guidewire and the proximal part including the interlocking arm was removed as a whole unit with the microcatheter. Patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil was protruding from tip of the microcatheter. A 20mm x 50cm interlock was selected for use. During procedure, it was noted that the coil was stuck in the microcatheter upon delivery and was unable to be advanced. The coil was tried to be removed after applying negative pressure, however it was still unable to be removed. The coil was able to be removed together with the microcatheter and severe resistance was also felt. Then, it was found out that the tip of the coil was coming out from the tip of the microcatheter and got detached while being pulled. The procedure was completed with another of the same device. No patient complications were reported.